Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2025. The event occured after 3 or more hours of insertion (insertion made at abdomen). The set was used for 12-24 hours. The blood glucose level was high and treated with correction bolus via pump. No further information available.